Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unk. It was reported that there was a type iii endoleak and the aneurysm was growing. The endoleak was thought to have been coming from a tear in the fabric of the stent graft requiring implantation of a limb in the right iliac artery. The iliac stent graft was implanted; however, the endoleak did not resolve and it was determined it was type 2 endoleak, which will be coil embolized at a later date. No additional clinical sequelae were reported.